Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a stroke. Nevro attempted to obtain a medical assessment regarding the nature of the issue but was unsuccessful. There have been no reports of further complications regarding this event and the patient continues to use therapy.